Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Failed battery test alarm, low battery alarm, battery out limit alarm, weak battery alarm were not verified due to blank display. The device minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a battery out of limit alarm from his insulin pump. The customer's blood glucose level was 212 mg/dl. Standard troubleshooting was performed. The customer stated the battery was out of the insulin pump longer than the duration allowed by the insulin pump. The customer was advised that the alarm was normal insulin pump behavior. The customer was assisted in clearing the alarm. The product is not being returned. Nothing further was reported.